Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery during the manual prime process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the no delivery issue. The customer disconnected and reconnected the same reservoir and infusion set and was able to manually push insulin out of the tubing with a plunger. The infusion set was changed and the same reservoir was connected and the plunger push failed to push insulin out of the tubing. The reservoir was then changed and the insulin pump was able to deliver insulin with the plunger push and with a 5.0 unit manual prime. The reservoir will be returned for analysis and a replacement reservoir was shipped to the customer.